Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report a possible detached sensor wire on (B)(6) 2014. Upon sensor pod removal, the sensor wire remained in patient's skin. Patient's father did not report any injury or medical intervention at the time of contact with dexcom technical support.